Event description:
It was reported that this pacemaker system exhibited noise which was being oversensed which resulted in inappropriate atrial tachy response (atr) episodes. Additionally, a lead safety switch (lss) was triggered due to right atrial (ra) lead pacing impedances measuring greater than 3000 ohms. This switched the configuration from bipolar to unipolar sensing. Technical services recommended further review with programmer and to evaluate the ra lead. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited noise which was being oversensed which resulted in inappropriate atrial tachy response (atr) episodes. Additionally, a lead safety switch (lss) was triggered due to right atrial (ra) lead pacing impedances measuring greater than 3000 ohms. This switched the configuration from bipolar to unipolar sensing. Technical services recommended further review with programmer and to evaluate the ra lead. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.